Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose reading of 52 mg/dl. Customer declined to troubleshoot for low blood glucose reading. Customer had contacted their healthcare provider for advisement to treat their low blood glucose. Insulin pump will not be returning for analysis.